Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnoses: ventral hernia. Left inguinal hernia. Postoperative diagnoses: ventral hernia. Left inguinal hernia. Procedure: laparoscopic ventral hernia repair with mesh. Left inguinal hernia repair. Anesthesia: general anesthesia. Complications: none. Estimated blood loss: 50 ml. Preoperative note: ¿this is a 55-year-old who underwent a hand assisted laparoscopic hemicolectomy and has developed a ventral hernia in his midline incision. I discussed the risks and benefits of repair. She [sic] also has a left inguinal hernia. I discussed the risks and benefits of repair of that also. He had the opportunity to ask questions and signed consent form.¿ description of procedure: ¿the patient was placed in the supine position and general anesthesia was induced. The abdomen was prepped and draped in the usual sterile fashion. I made an incision on the low side of the incision and inserted a 5 mm bladeless trocar under direct vision and then placed to [sic] other 5 trocars. I freed up the adhesions from the abdominal wall with a harmonic scalpel. The defect was clearly demarcated and was 10 x 10 cm. I then up-sized one of the trocars and put a 10 mm trocar, inserted the 14 x 14 piece of gore-tex dual sided mesh after suturing four ethibond sutures to the corners. I made a small stab incisions on all four corners of the hernia defect to provide adequate overlap of good fascia. I then sutured these sutures after pulling up the abdominal wall in a vertical mattress fashion. This fashioned the mesh nicely to the abdominal wall. I then used a tacker to tack circumferentially to obliterate all defects. I did have to use two 5 mm trocars in the right side of the abdomen in order to complete the tacking. Everything looked nice and this nicely obliterated the defect. I then desufflated the abdomen and turned attention to the left inguinal area. I made an incision and carried it down to the subcutaneous tissue. I opened the external oblique aponeurosis, freed up the spermatic cord, and then freed up a nice indirect hernia, which was very large in size, high ligated, and then sutured the mesh to the pubic tubercle along the shelving edge of the inguinal ligament with running 0 prolene. I tacked the medial edge of mesh to the transverse fascia with interrupted vicryl, reapproximated the internal ring with another prolene, and then tucked the tails in the external oblique and closed the external oblique with running 2-0 vicryl. I irrigated and closed the wounds with interrupted 3-0 vicryl and running 4-0 monocryl. Steri-strips and a dressing were applied. The patient tolerated the procedure well and was taken to the recovery room.¿ on (B)(6) 2008 (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(4). Specimen: left inguinal hernia sac. Clinical: ventral and left inguinal hernia. Gross description: received is a segment of membranofatty tissue measuring 7.5 x 5.0 x 0.5 cm. Final diagnosis: left inguinal hernia sac: tissue consistent with inguinal hernia sac. On (B)(6) 2008 (B)(6) medical center. Progress note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05691087. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05691087) was implanted during the procedure. On (B)(6) 2009 [missing records: office/procedure notes for the ¿multiple drainages¿ of seroma were not provided.] On (B)(6) 2009 (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: persistent abdominal wall seroma. Postoperative diagnosis: persistent abdominal wall seroma. Operation: excision of abdominal wall seroma with drain placement. Anesthesia: general. Complications: none. Estimated blood loss: 50 ml. Preoperative note: ¿this is a 56-year-old with a draining seroma for a long time. He has had multiple drainages and it just has not resolved. This bothered him a lot. We discussed persistent drainage versus excision or drainage of the seroma operatively. He had the opportunity to ask questions and signed a consent form.¿ procedure note: ¿the patient was placed in the supine position and general anesthesia was induced. The abdomen was prepped and draped with betadine in the usual sterile fashion. I made a midline incision through the previous ventral hernia repair. I opened it down to the fascial mesh layer and the mesh was well incorporated under the fascia and actually between the layers of the mesh was the seroma. The underlying mesh was well-incorporated below. There was no hernia defect. About maybe 40 to 50 ml of straw-colored seroma was drained. I obviously could not remove the seroma cavity because it was inside the mesh. I brought a 19 french drain through a stab incision laterally and then reclosed up the mesh with 0 ethibond sutures to obliterate the defect. I then closed the wound with interrupted 3-0 vicryl and staples. A dressing was applied. The patient tolerated the procedure well and was taken to the recovery room.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial plus instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05691087. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009 an additional procedure occurred. It was reported the patient alleges the following injuries: excision of abdominal wall seroma with placement of drain, seroma cavity found inside of mesh, additional surgery (B)(6) 2009. Additional event specific information was not provided.